Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator site was infected after surgery. The generator and distal leads were removed. Return and analysis of the explanted devices are not needed as the root cause is known. The generator was confirmed hp sterilized prior to distribution.